Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees, that the report constitutes an admission that the product, abiomed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A sixty-nine year old male was admitted for acutely decompensated chronic cardiomyopathy. An impella cp was inserted and escalated to an impella 5.5 after 5 days of support. On the fifth day of support, the impella controller's aortic placement signal did no longer match the arterial line. Following manual adjustment of the aortic placement signal, pressure signals re-aligned again. After 28 days of support, the patient was successfully bridged to a left ventricular assist device. Engineering assessment: during impella 5.5 support, the placement signal was found to not align with the a-line and was adjusted via the aic. The impella 5.5 rcontinued to support the patient and no patient harms were noted. This is considered a reportable malfunction.